Event description:
It was reported the procedure was being performed on the pts forearm in the access center. After insertion, they found there was a puncture or a tear in the balloon portion resulting in contrast escaping into the vessel. The clinician stated the balloon did not burst with too much contrast as they drew 1.5 ml. It was noted this occurred with six balloons being used on two pts all form the same lot number. Follow up information received on (B)(6) 2012, states they were using a merit "prelude" 7fr x 4cm sheath for both pts insertions. With both cases, they did not test the initial catheters that were inserted, however, did test the additional ones prior to insertion. See MDR#s 9680794-2012-00057, 00058, 00059, 00060, 00061 for additional reports.

Manufacturer narrative:
(B)(4). Sample will not be returned.